Manufacturer narrative:
Section b5: corrected information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported right heart failure and heartmate 3 lvas, could not be conclusively established through this evaluation. No alarms were reported for this event. The event was reportedly not related to the device under the study. Multiple requests for additional information were sent to the center; however, no further details were provided. It should be noted that the patient also experienced septic shock and subsequently expired on (B)(6) 2018. Heartmate 3 lvas, serial number (B)(4) was received and evaluated. No device-related issues were discovered during the evaluation of pump. A direct correlation between the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system; however, it was reported that the events were not related to the device. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient has been hospitalized since (B)(6) 2018 for acute on chronic systolic heart failure exacerbation and they were placed on inotropes again for greater than 7 days. Last infusion was discontinued on (B)(6) 2018. The patient was admitted for 20-pound weight gain, bilateral lower extremity (le) edema with signs of chronic venous dermatitis, ascites, right ventricular failure, acute on chronic systolic heart failure exacerbation, end-stage systolic heart failure, and amyloidosis. The patient was started on dobutamine, lasix drip 20 mg/hour, and tolvaptan 15 mg daily for hyponatremia and paracentesis was deferred until the patient's international normalised ratio (inr) is 2. Their first paracentesis bedside resulted in the removal of 4 liters of serosanguinous fluid on (B)(6) 2018, whereas their second paracentesis resulted in the removal of 3.6 liters of serosanguinous fluid on (B)(6) 2018, and their third paracentesis was done by interventional radiology. It was later reported that the patient expired on (B)(6) 2018 due to right heart failure. No further information was provided.